Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material may have remained since the user could not complete reprocessing of the subject device due to device damage. The origin of the material was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. But the customer's allegation could not be confirmed. Additionally, the device evaluation found the bending sheath cover was damaged, the insertion tube was creased, the objective lens was cracked, the distal end resin was cracked, the switchbox on the control body was damaged, the control section of the control body was damaged and discolored, the scope connector was leaking, and there were signs of fluid present within the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a connector which was damaged. Inspection and testing of the returned device found foreign materials in the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.